Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and visual inspection of the handshake, coil, sheath, and burr were performed and revealed that the annulus was damaged which is consistent with interaction with the guidewire. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04152. It was reported that the burr sheared the rotawire. The target lesion was located in the proximal left anterior descending artery. During preparation, a 1.75mm rotalink¿ burr was connected to the advancer and a 330cm rotawire¿ was loaded with the lock and torque secured on the back. Platforming commenced, outside patient's body; however, it was noted that the burr sheared the rotawire and broke off. The rotawire was pulled out from the patient's body with part of the rotawire hanging out of the guide catheter outside patient's body. The rotawire was replaced with another of the same rotawire and was loaded on the same burr; however, it would not load, thus, the burr was replaced with another of the same burr and the procedure was completed. There were no patient complications reported.